Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 5 and 6 are damaged.

Event description:
It was reported to philips that the device had a defective battery connector. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.